Manufacturer narrative:
B3: unknown; no information has been provided to date. D: no information found for di number. G: no information found for 510(k) number. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device was found to have a damaged downstream occlusion sensor (dso) seal. Visual, functional and occlusion tests were performed. The customer's reported issue was duplicated. The cause of the problem was that the motor of the device was not operating within specification. The motor and dso seal replacement were replaced to correct the issue.

Event description:
It was reported that there was a motor problem. The results of the investigation found a damaged downstream occlusion sensor (dso) seal as well. There was unknown patient involvement.